Event description:
It was reported that high capture threshold was noted post implant. Lead was repositioned. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.